Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump was not "holding data". Reportedly, the health care provider's (hcp) office uploaded the customer's pump and did not see enough pump data. Tandem technical support confirmed that the customer does not upload the pump data to the t:connect data management system; however, it was unknown which software was being used by the hcp's office. Several hours later, the contact reported that the customer delivered a bolus at 2:30pm which was not observed in the bolus history. Review of bolus history showed that a bolus had been delivered at 9:46 am (for a blood glucose (bg) level of 253 mg/dl) and 7:45 am (bg level unknown). The contact reported it was possible that the customer forgot to deliver the bolus at 2:30 pm. Recommendation was made to monitor the bolus history for the next 24 hours to make sure it is being recorded in the pump history. During a follow up via e-mail, the contact reported that sometimes the data was stored and other times it does not; however, the contact did not specify in the e-mail if the pump not storing data was referring to the pump history or t:connect. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided on the reported event.